Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. Pen needle product has 100% missing cannula and np excessive angle inspection by visual system, and defect part will be rejected automatically. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Unconfirmed bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the bd 5mm pen needle experienced difficult device operation. The following information was provided by the initial reporter: the nurse injected the patient with insulin glargine. Before injection, the needle was placed onto the disposable injection pen, into the insulin pen, and the injection exhaust was normal. The dose of insulin was 16 units. When 10 units of injection was completed, the injection button could not be pushed, so the injection was stopped. The needle of disposable injection pen was removed, and the needle tube inside the needle was found to be bent and twisted. Treatment: replaced the needle with a new disposable injection pen and put it into the insulin pen to successfully complete the remaining dose injection.